Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 4821 joules during a prostate procedure. Reportedly, the fiber was damaged at the tip. The procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
The MFR assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719).